Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and cine drive. The system operates as intended.

Event description:
The customer reported that the images were not being saved. There is no report of pt injury or death.